Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of pyrexia, peritoneal dialysis complication, and peritonitis in a (B)(6) male patient, coincident with dianeal-n pd2 1.5 therapy intraperitoneally (ip) for chronic renal failure. Dianeal therapy was ongoing. On (B)(6) 2012, the patient contacted baxter (B)(6) technical services and stated that he was hospitalized for possible peritonitis manifested by abdominal pain and pyrexia. Follow-up was received from the physician that confirmed the peritonitis. The cause of the peritonitis was caused by the defect of the patient's procedure. The patient received antibiotic (unspecified) as remedial treatment. No further information was reported. The patient is reportedly recovering. Causality was indicated as pyrexia and defect of a patient's procedure coded to (peritoneal dialysis complication)-not reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. The product code and lot number are unknown; therefore, a 510k number cannot be provided.